Manufacturer narrative:
The customer reported that the needle had separated from the microtip. Needle separation was confirmed upon receipt of the handpiece. Due to the state in which the device was received functional testing could not be performed. The hypodermic needle had separated at the braze joint. This is the highest stress point along the length of the needle. There was no indication of severe side loading or contact with hard tissue. The immediate cause is material fatigue associated with and/or being caused by user error. It is suspected that non-axial motion by the user is the primary contributing factor to the needle breaking. Lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions, indicating the failure is not related to material defect.

Event description:
Per the information reported, the doctor was treating an achilles tendon and plantar fascia. The cutting time for the achilles was 4:23 minutes and the cutting time for the plantar fascia was 1:11 minutes. The needle separated from the microtip during the procedure on the achilles tendon (see MFR# 3009750704-2017-00103). Another microtip was obtained to continue the procedure. The same failure occurred; the needle separated from the microtip. A third microtip was obtained and the procedure was completed without further incident. There was no harm or injury to the patient caused by the failure.